Event description:
It was reported that the device was measuring all the lead impedances to be out of range after dft's (defibrillation testing). The device remains in use. It was further reported that the issue was resolved. The device needed an 8 hour window after implant to re-establish lead impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.